Manufacturer narrative:
The investigation determined a (B)(6) result was obtained from a single patient sample processed using vitros (B)(6) reagent lot 4070 on a vitros 5600 integrated system. The assignable cause of the event was not determined. It could not be confirmed if the vitros negative result was reproducible as no repeat testing on the vitros occurred. The sample was sent to an alternate lab for (B)(6) screening and results are pending. The sample was also sent for western blot (B)(6) testing, which is considered a confirmatory test, and a positive result was obtained. Based on qc results obtained around the time of the event, a vitros (B)(6) reagent lot 4070 performance issue is not a likely contributor to the event. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros (B)(6) lot 4070. There was no evidence of an instrument malfunction. However, diagnostic precision testing was not conducted on the instrument around the time of the event. Therefore, an instrument issue cannot be completely ruled out as a contributor to the event. Email address for contact office above is (B)(6).

Event description:
The investigation determined a (B)(6) result was obtained from a single patient sample processed using vitros (B)(6) reagent lot 4070 on a vitros 5600 integrated system. Vitros (B)(6) result: (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The (B)(6) patient result was reported from the laboratory. Based on the vitros result, repeat (B)(6) testing was performed using two alternate methods including western blot. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) (B)(4).

Manufacturer narrative:
The investigation determined a (B)(6) result was obtained from a single patient sample processed using vitros ahiv1+2 reagent lot 4070 on a vitros 5600 integrated system. The assignable cause of the event was not determined. It could not be confirmed if the vitros negative result was reproducible as no repeat testing on the vitros occurred. The sample was sent to an alternate lab for anti-hiv screening and results are pending. The sample was also sent for western blot hiv testing, which is considered a confirmatory test, and a positive result was obtained. Based on qc results obtained around the time of the event, a vitros ahiv1+2 reagent lot 4070 performance issue is not a likely contributor to the event. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ahiv1+2 lot 4070. There was no evidence of an instrument malfunction. However, diagnostic precision testing was not conducted on the instrument around the time of the event. Therefore, an instrument issue cannot be completely ruled out as a contributor to the event. Email address for contact office above is (B)(6).

Event description:
The investigation determined a (B)(6) result was obtained from a single patient sample processed using vitros ahiv1+2 reagent lot 4070 on a vitros 5600 integrated system. Vitros ahiv1+2 result: (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The (B)(6) anti-hiv1+2 patient result was reported from the laboratory. Based on the vitros result, repeat hiv testing was performed using two alternate methods including western blot. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd 497160.